Event description:
The complainant reported that while filling the control syringe with saline for flushing, the saline leaked between the barrel and the plunger tip. Air leaked into the barrel of the syringe. There was no air injected and there was no patient injury as a result.

Manufacturer narrative:
Device evaluation: device evaluation has begun, but is not yet complete. Conclusions: the suspect device has been returned to merit for evaluation. A follow-up report will be submitted when the investigation is complete.